Manufacturer narrative:
.

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a 52 mm in diameter thoracic aortic aneurysm. The proximal neck measured 30 mm to 36 mm in diameter along a 25 mm length. It was reported that the patient had a very angulated aortic arch. It was reported that during the procedure, the physician was using a reliant balloon to model the proximal end of the implanted valiant 40x40x200 stent graft and the entire graft was inadvertently displaced. In order to address the device malposition, the physician elected to implant a valiant 20x20x100 stent graft and modeled the device more proximally. The malpositioning was successfully resolved. Per the physician, the cause of the inaccurate delivery was due to the patient anatomy of an angulated arch. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.